Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that 2 days post-procedure, the deployed clip detached from one leaflet and remained attached to the other leaflet which required mitral valve replacement surgery. It was reported that the mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 4+. There was significant restriction of the posterior leaflet. The visualization during the procedure was noted to be difficult. Four clips were implanted and the mr was reduced to 2+. On (B)(6) 2015, a follow up echocardiogram was performed which found that the third clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda) and the mr had increased to 3+. The patient was re-evaluated and sent to mitral valve replacement surgery. The patient was confirmed to be stable after surgery. It is the physician's opinion that the slda occurred due to the heavily tethered leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). As the clip delivery system was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology and procedural condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot identified no similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.